Event description:
Cna was transferring pt from bed to wheelchair using a lift. Cna placed sling around pt, attached chains and lifted resident. Cna moved the lift back, turned the lift, reached to pull wheelchair under resident; while reaching around the sling and pt the lift tipped over with the pt on the lift. Pt received a laceration to the back of the head and received 4 sutures.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.